Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called as part of study. The customer reported that she visited the emergency room with a high blood glucose reading of 400 mg/dl. The customer experienced a fever, sore throat and shaking. The customer's diagnosis was upper respiratory viral infection as well as a bacterial infection. The customer declined troubleshooting as she felt the insulin pump was not at fault. Nothing further was reported.